Event description:
This problem is caused by rendering parameters that are not updated when a new image of certain dimensions is displayed. As a result, the image was incorrectly scaled and partially cutoff. Open gl rendering can only handle images (textures) with dimensions of 2^n on a side, where n is some positive integer. To draw images that do not have these dimensions we create the next largest texture and copy the image into a subsection of it. Since the image doesn't take up the entire texture the drawing coordinates must be adjusted to ensure correct scaling. The error in this case occurred when a power-of-two sized image is displayed in a viewport that previously displayed a non-power-of-two image. The root cause of this issue is that the drawing coordinates would only be adjusted when the image did not take up the entire texture. The new, power-of-two sized image would not trigger this update and the drawing coordinates of the previous image would be used. The result is an image that is scaled larger than intended and is partially cut off at the edges.

Manufacturer narrative:
Evaluation summary: this error occurs only when the opengl renderer is enabled and opengl shaders are not in use. Shaders will not be used if they are disabled in the user preferences or if the workstation does not support shaders. If opengl is turned off entirely or if shaders are used, the problem will not occur. Action being taken by emageon includes notification of affected end users of this potential issue, and repairing affected systems via a software patch.